Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that two weeks ago the patient stated that there stimulation was working fine but when they stretched in the morning they felt a pulling sensation in the pocket area. It was noted that this caused the patient some pain. It was noted that after this the patient went to see health care professional (hcp) and impedances were normal and the system appeared to be intact. It was noted that at the time the patient reported that the therapy had not changed and worked as intended. It was noted that at the appointment the hcp decided that the pain in the pocket area was most likely due to scar tissue and was not a device issues. It was noted that the patient was in extreme pain stemming from the implantable neurostimulator (ins) pocket site. It was noted that the pain was described as a shocking or jolting sensation. It was noted that the pain began three days ago. It was noted that when the ins was turned off the pain began to subside. It was noted that the patient was to head to the emergency room and would meet a manufacturer representative. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) spoke with the patient when this first occurred. It was noted the patient had been doing some stretching and then discomfort began. The patient was encouraged to go to the ER if pain was not controlled and to follow up with her pain management physician. The rep had not heard from the patient or the pain management physician regarding any further difficulties